Event description:
It was reported that during a da vinci-assisted procedure, at the beginning of the case, the majority of the room lost power. The surgeon was on the console when the power outage started to hit the robot, the surgeon felt carpet like shock to her body. The screen/monitors went fuzzy and then blackout; the system was completely down and the majority of the room and all the other electronic components lost power, at which point the procedure was converted to a normal laparoscopic case. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not sustain any injury. The procedure was converted to laparoscopic due to power loss almost as soon as the surgeon sat down at the surgeon side console (ssc). There was no injury to the patient due to power loss. The laparoscopic procedure was also completed with no injury. There were no issues with the system noted. The system was not formally inspected prior to use.

Manufacturer narrative:
Site informed that there were no issues with the system. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.